Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed of the event through the patient tracking department.based on the information reported in the patient implant form, an annuloflex ring af-830 was implanted and explanted on the same day on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to follow up to retrieve additional information on the event. However, no further information has been received to date. Since the device was not returned to the manufacturer, no further investigation can be performed at this time. Based on the available information, it is not possible to establish a definitive conclusion to the reported event. However, per the document review performed, no manufacturing deficiencies have been identified. Should further information be received in the future, the manufacturer will provide an update to this reporting activity.